Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, up/down knob scratched, due to damage on channel tube, water tightness lost, acoustic lens damaged, adhesive on bending section rubber discolored, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, distal end dented, and universal cord coating peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis exera ii ultrasound gastrovideoscope, for failed leak testing. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain could enter inside the lens through the gap. In additional, acoustic lens surface damaged and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused due to stress or the handling or other factors. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.